Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1p0ly, implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a device was explanted. The purchasing manager left the manufacturer representative a voicemail today stating that there was a explant device that they believed was malfunctioning and wanted it returned for analysis. Additional information was received. It was reported that the healthcare provider (hcp) was out for the holidays but the manufacturer representative was finally able to contact him. The patient's device was fully explanted due to the device malfunctioning. The patient went to the hcp's office due to that the device was not working. An impedance check was done and it was revealed that it was > 4000 on all electrode combinations. Additionally, the patient was unable to feel stimulation on any of the standard programs all the way up to 8.5 ma. The hcp thinks there is a lead fractured. He said the patient is very small and that for his job, he has to squeeze into small places in between boxes and he thinks this is what may have caused a fracture. The ins and lead were returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the equipment failed due to patient¿s positioning at work. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all 4 conductor(s) was/were broken in the body of the lead at or near the tines. If information is provided in the future, a supplemental report will be issued.